Event description:
Boston scientific received information that on the day of implant of this right ventricular (rv) lead, initial positioning was not ideal and the lead was repositioned for better measurements. It was noted that there were premature ventricular contraction (pvc)s and p wave oversensing. Boston scientific technical services (ts) was consulted and suggested taking a chest x-ray to determine if the lead had moved. It was determined that the lead had dislodged. One day post implant, the lead was explanted and replaced successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.